Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-2-uni-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: image showed that filter was successfully placed with no tilt. Images from approx. One month follow-up showed this filter was placed partially juxtarenal and with a perforation of ivc posterior wall by one of the tulip leg resting in the l2-l3 disk space. It also showed that the filter hook has perforated the right renal vein and rests against the liver. It is evaluated that the gallbladder is currently at no risk. The filter leg fixation into the l2-l3 disk space most likely caused the filter to progressively tilt towards the right with respiratory motion. Normally the tilt would be limited by the ivc wall however since this filter was placed partially juxtarenal, the filter was able to rotate even further into the right renal vein and eventually with respiratory motion perforate through the superior wall of the right renal vein. Unknown what caused the perforation of the posterior wall based on available information. It is not possible to determine the exact root cause for the filter perforation based on the provided information. However, it can be concluded that the filter was not placed below renal veins as referenced in the IFU, section 14: "verify that the position of the hook is inside the introducer sheath and still below the renal veins." No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: patient called to (B)(6) she was speaking with her vascular surgeon on the (B)(6) 2013. He advised her that the gunther tulip vena cava filter that she had implanted had migrated from its original position. He advised he has never seen this before and would need to consult with other surgeons about removing it as it is near her gall bladder and removing it might cause internal bleeding. Patient is looking for someone to speak to her to provide her with more information on the product. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.